Event description:
It was reported that during an arthroscopy, at the moment of impacting the bioraptor knotless anchor, it broke around the previous perforation performed, it is important to mention that the force used when impacting was more than necessary. The remains of the implant were removed. There was no damage to patient. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported. The patient is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. ¿the instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.¿ a risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿per case details, the anchor broke around the previous perforation upon impacting. Reportedly, ¿the remains of the implant were removed,¿ and the patient was not harmed (¿no damage to the patient¿). It is unknown what was used to remove the broken device. No additional information, including the operative report, was provided. Without the requested clinically relevant supporting documentation, the root cause of the reported anchor breakage and other events cannot be definitively concluded. The patient¿s health status is reportedly ¿stable,¿ and the patient impact beyond the reported cannot be determined. Therefore, no further clinical/medical assessment can be rendered. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.